Event description:
Homecare dealer, vcm, reported that a pt was using a c41 which malfunctioned causing a "loss of pressure" and therefore low and no flow. The pt was taken to hosp and admitted on 1/26/.97. She was transfereed to a convalescent center on 1/29/97 and released on 2/7/97. She then underwent care at home with professionals. The hosp was not aware that allegedly pt's c41 malfunctioned causing the pt to be admitted to hosp, liquid oxygen systems are not considered life-supporting as stated in the enclosed product labeling.

Manufacturer narrative:
Corrected data: further investigation indicates that the reported problem may be contributed to cracks in the liquid level gauge (llg) caused by not using the leak detector recommended by puritan-bennett. Co evaluated the leak detector used by vcm in comparison to co's recommended leak detector. Co tested two new llgs from identical lots on the same stationary liquid oxygen (lox) unit by alternating testing times. The stationary unit was filled with lox and the leak detector was applied to the llg while it was at operating pressure for several days. The leak detector used by vcm resulted in cracks to the llg within 24 hours. By the 6th day, the operating pressure began to drop, which duplicated the reported problem. The recommended leak detector did not result in cracks to the llg and the operating pressure remained in spec throughout testing. Co concludes that the leak detector used by vcm damaged the llg which resulted in the reported problem. Co reiterated the cautions to vcm of using only the recommended leak detector, forwarded co's evaluation results, and provided a supply of co's leak detector for resolution.